Event description:
It was reported that the patient¿s device showed high impedance. The manufacturer's device history records of the lead were reviewed and the product passed final functional and quality specifications prior to release. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B3. Date of event ; corrected information ; b5. Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
High impedance occurred on a different date than initially reported. No other relevant information has been received to date.

Event description:
The representative later reported that during surgery, the surgeon noted the generator did not seem to be secure and the lead came right out. The physician thought that the setscrew might have been the issue. They did not attempt to re-implant the generator and replaced it with a new generator. Impedance was normal after this. This report is related to medsun report#: (B)(4). No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of event, supplemental #3 report: inadvertently left out information regarding explanted products being received into product analysis. D9. Corrected device available for evaluation, supplemental #3 report: inadvertently left out information regarding explanted products being received into product analysis.

Event description:
The representative present at surgery said that the generator not being secure was referring to the pin was not properly secured at previous surgery. In surgery they visualized the lead for breaks. The suspect generator was later received into product analysis and completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Since generator issue was ruled out during product analysis and lead issue was ruled out with good impedance after replacement, the cause of high impedance is incomplete pin insertion. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of event, supplemental #1 report: inadvertently left out information regarding increase in seizures. F10. Corrected clinical code, supplemental #1 report: inadvertently left out additional e010901 coding for seizures. F10. Corrected impact code, supplemental #1 report: inadvertently left out additional f0101 coding for therapeutic response decreased.

Event description:
Patient was experiencing an progressively worsening seizures.